Manufacturer narrative:
The following alarms occurred during ventilation: airway pressure high, no air delivery, respiratory rate low, peep low and o2 concentration low. The customer repaired the device using third party service. There was no on-site visit by our technician, no further troubleshooting was done and no estimate has been made. The device's logs were not available for further investigation. The solution to the issue is unknown and is not possible to know which parts have been found defective. Therefore, the root cause cannot be determined. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated several alarms during use. There was no patient harm. Manufacturer's ref. #: (B)(4).